Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 12 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced brakes cannot be engaged or steer mechanism is difficult to engage/disengage or brakes difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The 12 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced brakes cannot be engaged or steer mechanism is difficult to engage/disengage or brakes difficult to engage/disengage. There was no patient involvement.